Event description:
Indwelling urinary catheter placed in 87 y/o m patient. Upon entrance into the bladder, urine stream noted to be spraying out of a previously not visible pinhole in the catheter itself.